Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a surging sensation after being exposed to in-home ultrasonic pest control devices. Add'l info received noted that the pt only experienced an increase in stimulation when near the pest control devices. The pt was advised to stay as far away from the devices as possible, which was successful in preventing add'l increases in stimulation. No changes in therapy settings were required.